Manufacturer narrative:
Date of event - estimated date has been entered because the date of event was not provided.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted because the patient was dissatisfied with the pump placement and glans placement. There was also a proximal perforation on the left side from a previous surgery due to dilation and not the implant. A new 24cm x 12mm ipp device with 100ml reservoir was implanted. Further information was requested and not yet received. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.